Manufacturer narrative:
Supplemental submitted as the investigation concluded that the unit was scrapped due to the extent of damage.

Event description:
It was reported by repair work order that the frame was damaged and would not support weight. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Event description:
It was reported by repair work order that the frame was damaged and would not support weight. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.